Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 407645 lead, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that the patient presented for device changeout due to eri (elective replacement indicator). It was noted that a por (power on reset) had occurred. Prior to changeout the leads could not be tested through the device. During the procedure the leads were tested via the analyzer, and the rv (right ventricular) unipolar impedance was higher than bipolar, suggesting an insulation break. High thresholds, high impedance and possible lead fracture were also noted. The device was explanted and replaced, and the rv lead was capped and replaced. No patient complications have been reported as a result of this event.